Event description:
It was reported that this patient was recently implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system and had received one inappropriate shock due to oversensing of noise due to micro air entrapment. Additionally, there was a stored untreated episode of noise that was being oversensed. X-rays were taken and confirmed the lead is fully inserted. A request was made for technical services to review data analysis. At this time, the electrode remains in service. No adverse patient effects were reported.